Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted up to this time. A call to technical services placed on (B)(6) 2014 states that there is increased output to 4v @ 1 because thresholds have been climbing - 1.9. Yesterday gas gauge said 2 years remaining, today it says less than 0.5 - magnet rate is still 100. The physician was (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).